Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that at the pump explant/replacement the catheter was modified/"capped with another catheter." The dose was increased to 1.00011 mg/day on (B)(6) 2019. The outcome of the event was unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving morphine hydrochloride [5.0 mg/ml] via an implantable pump. The indication for use was not provided. It was reported that the patient experienced cellulitis at the location of the pump implant, which was diagnosed via examination on (B)(6) 2018. The exact date of onset was unknown but was between pump implant ((B)(6) 2018 and refill on (B)(6) 2018), with a partial date of (B)(6) 2018 noted. Interventions performed included administering "cortico cream" in (B)(6) 2018. It was indicated that the event was possibly related to the device or therapy and the implant procedure. The outcome of the event was indicated to be ongoing. The drug dosing information provided was as follows: (B)(6) 2018 morphine [5.0 mg/ml]; 0.49967 mg/day (B)(6) 2018 morphine [5.0 mg/ml]; 0.32036 mg/day (B)(6) 2018 morphine [5.0 mg/ml]; 0.36004 mg/day. The drug dosing as of (B)(6) 2018 was reported to be morphine [5.0 mg/ml]; 0.32036 mg/day additional information received indicated the patient also experienced redness at the location of the pump implant. The drug dosing reported on (B)(6) 2018 was reported to be morphine [5.0 mg/ml]; 0.39991 mg/day. As of (B)(6) 2018, the outcome was still ongoing. Additional information received indicated that aerius medication was administered on (B)(6) 2018. It was also noted the cellulitis had been better but not yet resolved. However, cortico cream and aerius could be stopped on (B)(6) 2019. It was indicated that on (B)(6) 2019 the dose was increased from 0.39991 mg/day to 0.49967 mg/day. Additional information received indicated that the cellulitis was still ongoing but had decreased since the use of cortico cream, and that the cortico cream was stopped. On (B)(6) 2019 it was reported the dose was increased to 0.70101 mg/day. Additional information received on (B)(6) 2019 indicated that as of (B)(6) 2019 the cellulitis at the pump implant location resulted in perforation of the skin (caudal lateral). Laboratory testing done on (B)(6) 2019 showed results of crp 12.7 and sedimentation 25mm. The clinical diagnosis was updated from "cellulitis at location of pump implant" to low grade infection at location of pump. On (B)(6) 2019 the skin perforation was disinfected and a pressure bandage was applied. On (B)(6) 2019 augmentin 875 mg 3x/day was administered. It was indicated that the event was related to the device/therapy. On (B)(6) 2019, the pump was explanted and disposed of.